Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer experienced error c-01 on the erbe generator. Clinical sales rep (csr) stated the error is occurring intermittently when the surgeon was firing monopolar energy. Technical support engineer (tse) confirmed the c-01 error in the logs. Tse recommended customer perform a reboot on the erbe. After power cycling the erbe they had a consistent u-02 error. Customer has power cycled the erbe multiple times, but u-02 error comes up each time on power up. Csr couldn't find the activation cable or a force triad. Tse recommended that they could use a customer bovie with its foot pedals and place them in front of the surgeon console cautery pedals. Then connect everything to that bovie and use the other pedals on the console like they normally do. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: case was completed using a backup generator. The procedure was delayed roughly 10 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. System was tested and verified as ready for use. Isi has received the iesu for failure analysis. The iesu was run in normal mode. U-02/c-00 errors were confirmed and replicated during testing. Paint chips down to the metal on both side of the cover. Indentions on the back of the iesu.